Event description:
It was reported that the electrode was causing itching on the patient's skin and causing pain. Subsequently, the electrode was explanted and replaced. No additional adverse patient effects were reported.